Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and spinal stenosis. Information was reported that the patient's ins is not charging but later confirmed that the ins is charging however she is not feeling stimulation. The patient reported she normally feels stimulation strong in her arms or legs. The patient stated she normally charges the ins once per week but she knew the ins needed to be charged because her upper back was bothering her and "it never does". The patient noted she charged the ins for an hour last night and reported the ins was fully charged. The patient's programmer shows that the stimulation is off. The patient was asked to start a charging session to confirm the ins was charging and the patient reported the recharger shows the ins charge complete screen. The patient then got out their patient programmer (pp) and noted she has never adjusted stimulation before because they "got it right" but noted she has used the pp before. The patient uses it when she is going somewhere to turn stimulation off. The patient had to replace pp batteries over the call because the pp would not power on. The patient then synched to the ins and reported the stimulation is off. The patient reported the last time they felt stimulation was three days ago. The patient was able to turn stimulation on, and is now feeling stimulation. The issue was resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their upper back was still 'killing them.' It was noted that the patient also had lower back issues, scoliosis, and 8 back surgeries that occurred before the ins was implanted. It was also noted that the patient noticed that their ins was charged after only 15-20 minutes of charging, and that they would see the battery full screen. Typically the patient would charge once a week and it would take several hours to charge. The patient had not had any programming changes. During the call the patient started a charging session and got full coupling, with the last quarter of the battery level flashing. The patient confirmed that the stimulation was on. It was reviewed that the ins recharger was function as intended. It was reviewed that the patient should monitor recharging and therapy changes. The patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-mar-19 reporting that it was discovered that the scs was off. The patient was "walked through it until they discovered the problem." It took less than 15 minutes and the issue was resolved. No further complications were reported.